Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was partially deployed with the thumb advancer 1.5 cm distal the start position. The exchange sheath slitting was stopped at 1.5 cm proximal of the strain relief and the flex-guide had been carved by the garage leaves approximately 1.5 cm distal of the strain relief. The other external and internal components were undamaged. These findings are consistent with and confirm the report experience of resistance felt during thumb advancement and the inability to complete sheath slitting. The proximal location of the carving indicates that the damage occurred during plunger deployment. The most probable root cause for this type of damage is due to the flex-guide, tubeset and tissue tract not being correctly aligned during thumb advancement. This misalignment caused the support tube to strike the flex-guide and stopping, leaving the garage leaves unsupported striking and carving into the flex-guide during thumb advancement. Subsequently preventing completion of the thumb advancer stroke and sheath slitting. The instructions for use (IFU) under click 2, deploy locator wings and initiate splitting of sheath, says that the device is to be stabilized at the angle of the tissue tract during plunger deployment. Also the main causes for this type of event are outlined in the user trouble shooting/training guide are: the operator fails to maintain flex guide straight during the plunger stroke (click 2) or the thumb advancer stroke (click 3) and/or deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). Based on the analysis of the returned device the reported failure to deploy thumb advancer was confirmed. Additionally, the probable root cause for the reported event was due to incorrect technique. A review of the finished product history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician, in-training in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, sheath carving occurred during the thumb advancement step. The safety release button was used to remove the device from the patient's anatomy and manual compression was applied to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.